Event description:
During a laparoscopic cholecystectom procedure. The clips did not advance properly. The surgeon applied another device to complete the procedure. The hosp has reported that no pt injury ocurred.